Event description:
Same case as 6000089-2004-01252. It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The lesion being treated was located in the 100% occluded ramus. The vessel was pre dilated with a voyager 2.5 x 15 mm balloon. The physician deployed a taxus express2 3.0 x 16 mm drug eluting stent in the proximal ramus at 12 atms. The stent appeared fully deployed. The balloon deflated completely but was difficult to remove from the stent. The physician pulled and the guide catheter went down and the balloon came free; which took about 30 seconds total. After the placement of the first taxus stent the physician noticed there was a mid vessel lesion. The physician implanted a second taxus express 3.0 x 16 mm stent, not overlapping the previous stent, and deployed it at 12 atms. He dilated down, pulled negative and the balloon would not remove. It took approximately 3-4 minutes for the balloon to be removed when the guide went way down in the vessel and the balloon came free. There were no pt complications reported. The pt's status is reported as good.